Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the purewick female external catheters were causing irritation to the patient. It was noted that the patient had been using this product less than 90 days. No medical intervention was reported. Per additional information received on (B)(6) 2022, customer would like to let purewick know that the patient had sensitive skin and would like to suggest that the manufacturer address or create a new wick for customers with sensitive skin or allergic reactions to the materials used in the existing wick. Customer also would like to know if the manufacturer was working on a stronger motor or adjustability like the hospitals. Also asked if purewick was working on a resolution for customers who had urine buildup in the wick or backflow during use. Customer had spoken with the patient gynecologist, urologist and infectious disease doctor about using the system. It was stated that the patient infectious disease, doctor prescribe a topical medication for them to use for the skin irritation while using the purewick. Patient had been using the purewick product for less than 90 days.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible or material surface is rough, abrasive or uncomfortable ". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: " discontinue use if an allergic reaction occurs. Replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter. Assess device placement and patient¿s skin at least every 2 hours." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the purewick female external catheters were causing irritation to the patient. It was noted that the patient had been using this product less than 90 days. No medical intervention was reported. Per additional information received on 14apr2022, customer would like to let purewick know that the patient had sensitive skin and would like to suggest that the manufacturer address or create a new wick for customers with sensitive skin or allergic reactions to the materials used in the existing wick. Customer also would like to know if the manufacturer was working on a stronger motor or adjustability like the hospitals. Also asked if purewick was working on a resolution for customers who had urine buildup in the wick or backflow during use. Customer had spoken with the patient gynecologist, urologist and infectious disease doctor about using the system. It was stated that the patient infectious disease, doctor prescribe a topical medication for them to use for the skin irritation while using the purewick. Patient had been using the purewick product for less than 90 days.